Manufacturer narrative:
Correction: the initial MDR submitted on september 03, 2025 was filed inadvertently. The patient was not placed under sedation.

Event description:
Per the clinic, the patient experienced a facial tics. A cochlear implant testing in (B)(6) 2024, which demonstrated impedances within the normal range. Ling sound testing in june 2024, showed 7/7 sounds detected with 5/7 sounds correctly imitated. The patient was placed under sedation (specific date not reported) to undergo CT scan of temporal bones that showed completely normal temporal bones, healthy middle ear and mastoid, with good position of cochlear implants. The implanted device remains.